Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the fourth postoperative day the patient also experienced hyperemia, anterior chamber cells and anterior chamber flare. The symptoms improved after the initial medical treatment. The surgeon's clinical judgment is that the event was non-infectious.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that four days following an intraocular lens (iol) implant procedure, a patient experienced blurry vision and endophthalmitis was confirmed. Fibrin was detected and a subconjunctival steroid injection was administered. Two day later, the symptoms had not improved. Fibrin had developed to reach the pupillary margin and a hypopyon was confirmed. Steroid eye drops and a steroid injection were administered. Two day later, although the inflammation was continuing, hypopyon and fibrin had improved. The lens remains implanted. Additional information was provided by the ophthalmologist, who reported that on the first postoperative day a mild level of anterior chamber inflammation was confirmed. On the third postoperative day there was anterior chamber inflammation. Steroid injection, oral antibiotics and oral steroids were started on the fourth postoperative day to treat the patient problems described as aseptic endophthalmitis. There was no bacterium inspection performed. Additional information was provided by the ophthalmologist, who reported that on the fourth postoperative day the patient experienced difficulty seeing. Fibrin was confirmed. It was considered as a strong inflammation and a steroid injection was applied. The symptoms were improving on the seventh postoperative day and recovered on thirteenth postoperative day.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge, handpiece and viscoelastic. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. The manufacturer internal reference number is: 2015-102457